Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse determined that the vacuum pressure was low. The cse discovered a crack in the vacuum valve 1 tank, which had caused the low pressure. The vacuum valve 1 tank was repaired and a siemens technical applications specialist (tas) ran a 25-patient correlation study on the instrument, all of which passed. The cause of the discordant results was a malfunction of the vacuum valve 1 tank. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on two patient samples on an advia 2400 instrument. Discordant results for patient 1 were obtained on bicarbonate (hco3), urea, creatinine, bilirubin, aspartate aminotransferase (ast), alanine aminotransferase (alt), alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), albumin, globulin, protein, cholesterol, and triglycerides. The anion gap and estimated glomerular filtration rate (egfr) were also affected. Discordant results for patient 2 were obtained on urate, bilirubin, ast, alp, ggt, protein, globulin, triglycerides, high density lipoprotein cholesterol (hdl), low density lipoprotein cholesterol (ldl), very low density lipoprotein cholesterol (vldl), and the cholesterol-to-hdl cholesterol ratio. Only the discordant triglycerides and cholesterol results were reported for patient 1; the discordant triglycerides, hdl cholesterol, cholesterol-to-hdl ratio, vldl cholesterol, and ldl cholesterol were the only results reported for patient 2. The samples were then repeated on an alternate instrument. The corrected results were issued to the physician(s) for the methods that had been reported. It is unknown if the corrected results for non-reported methods were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.